Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that room nurse aspirated 10cc of water when removing the foley catheter and met resistance at the tip of the penis. It was stated that they requested assistance and noticed the balloon was half in, they gently rotated the catheter and pulled to remove. The balloon was folded on self on one side forming ridge.

Manufacturer narrative:
The reported event was inconclusive since sample condition was poor. It is unknown whether the device had met relevant specifications. The product was used for patient treatment. It was unknown whether the product had caused the reported failure. Visual evaluation of the returned photo sample noted one opened (without original packaging), used silicone foley. Visual inspection of the photo sample could not be evaluated therefore, this investigation is considered inconclusive due to poor photo sample. Although a specific cause cannot be determined, based on the risk document a potential root cause for this event could be ¿balloon material does not shrink quickly enough". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that room nurse aspirated 10cc of water when removing the foley catheter and met resistance at the tip of the penis. It was stated that they requested assistance and noticed the balloon was half in, they gently rotated the catheter and pulled to remove. The balloon was folded on self on one side forming ridge.